Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three days after the implant procedure, the patient stated that the implantable cardiac monitor (icm) "stabs" them. The device was explanted. No further patient complications have been reported as a result of this event.